Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no dirt on the touch panel when the error occurred, and the operating room temperature is about 23 degrees celsius. Since the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. The device was returned and evaluated and the following checks were performed, but the phenomenon was not reproduced. Power on/off. Long-time continuous operation. Touch panel control (wb from touch panel). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customers allegation could not be confirmed. The appearance was checked and no abnormality was found. The connection was made according to the instruction manual, and the error was not confirmed when the operation was performed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, an error code (e333) appeared on the visera elite ii video system center. The event was identified during the therapeutic laparoscopic hernia repair. The customer reported the procedure was completed by continuing to use the same device while the error was displayed. There was no patient harm associated with the event.